Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was also received with a cracked case on display window corners, minor scratches on lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad were ramping up. Customer's blood glucose was 298 mg/dl. Customer declined troubleshooting for their high blood glucose. The customer also reported moisture exposure to their insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.